Event description:
It was reported that the device has undergone some pacing mode changes. One mode change, from dddr pacing mode to doo pacing mode, was noted after the patient had an MRI (magnetic resonance imaging). The device was reprogrammed back to a ddd mode and at the next device check, it was back in the doo mode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4)